Manufacturer narrative:
The device was received on 08/22/2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported holes in the tubing; subsequently, leaks were noted. The tubing set was being used to deliver unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time after the tubing set was loaded into the pump, it was reported that an unspecified volumes of solutions leaked from holes in the tubing at unspecified locations of the tubing set. No specific details were provided. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.